Event description:
Subject:(B)(6). Study: stryker itar-2 - infinity with adaptis. Subject has persistent pain in his left ankle.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: (B)(6). Study: stryker itar-2 - infinity with adaptis. Subject has persistent pain in his left ankle.

Manufacturer narrative:
Addition of expiration date (d4), full UDI number in gtin field (d4) and manufacturing date (h4) correction - please refer to h6 (results, method & conclusion) codes.